Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse (rn) contacted corporate product surveillance (cps) to report a leak in the cassette during patient use. The patient was involved but there was no patient injury or medical intervention. A follow up was done via phone. The home patient stated that after starting over with new supplies, no further issues were found. No patient injury or medical intervention was reported as a result of this incident.